Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17421085) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the cto lesion was crossed and a saber rx pta balloon catheter (3mm4cm155) was delivered for a pre dilatation. It ruptured at approximately 3-atmospheres pressure (atm) during its initial inflation. There was no reported patient injury. Therefore, it was replaced with a new larger size balloon catheter. Then, a smart self-expanding stent (ses) was implanted and the procedure was completed. The lesion was the left iliac artery and it was a total chronic occlusion (cto) lesion. Initially, an ipsilateral approach was made with a 6f catheter and a contralateral approach was made with another 6f catheter (45cm). The product will not be return for analysis due to patient¿s infectious disease.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that the device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There is no procedural film/cd available for review. The device will not be return for analysis. After the chronic total occlusion (cto) lesion was crossed, a 3x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was delivered for a pre-dilatation. However, it ruptured at approximately three atmospheres pressure (atm) during its initial inflation. Therefore, it was replaced with a new larger size balloon catheter. Then, a smart self-expanding stent (ses) was implanted and the procedure was completed. There was no reported patient injury. The lesion was the left iliac artery and it was a cto lesion. Initially, an ipsilateral approach was made with a 6f catheter and a contralateral approach was made with another 6f catheter (45cm). The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17421085 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (cto lesion) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.